Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited a white foreign material evident in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, g2 (health professional and user facility should be unmarked from the initial medwatch). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the air/water channel was not confirmed, as the deviation from the instructions for use in the reprocessing steps was unknown. The instruction manual states the detection method associated with the event in "evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection", and preventative measures in " evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.